Manufacturer narrative:
The suspect pcba board and diode cable was returned to the manufacturer and evaluation was completed. It was not possible to confirmed the reported issue as both parts passed visual inspection. Both parts also passed bench testing. No fault was found with the parts returned.

Manufacturer narrative:
Correction/response to FDA request: attached with this submission is a copy of the response letter with regards to a FDA request for additional information (gen1800153) that provides additional information and findings related to this MDR.

Manufacturer narrative:
The battery connector for the imaging system was returned to the manufacturer for evaluation. Visual inspection noted that the component had signs of corrosion.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Upon removal of the rear cover, there were visual indications of the batteries failing in one tray. The charger levels were confirmed to be within specification. The measurement of the j7 to ground of each pin was confirmed to be within specification. The representative reported that the x-ray batteries of the system were replaced. Then as a precaution, the power control board and 4 diodes were replaced. The battery and charger voltage levels were then confirmed to be within specification. Fluoro and rad calibrations were then performed on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, smoke was seen emitting from the imaging system. The reported issue was observed when the fire alarm for the room the imaging system was stored in went off. It was reported that the system had not been in use for the previous day and event date. There was no patient present when this issue was identified. No additional information was provided.